Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a veterinary complaint. It was reported that a couple of the teeth of the crescentic saw blade sheared off during tibial-plateau-leveling osteotomy surgery. This complaint involves one device. Concomitant device reported: drill (part#: unknown, lot#: unknown, quantity: 1). This veterinary report is 1 of 1 for com-(B)(4).